Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if the device is returned, this report will be updated.

Event description:
Boston scientific received information that the physician was unable to hear beeping tones from this implantable cardioverter defibrillator (ICD) when programmed to beep on pace/sense. A normal device follow-up was completed with no other device anomalies observed, however, beeping tones were still unable to be elicited. The physician elected to replace the device and the patient was brought in approximately one month later. A new implantable cardioverter defibrillator (ICD) was successfully implanted without incident. No adverse patient effects were reported. This device is included in the (B)(6), 2007 mid-life display of replacement indicators advisory population.